Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). The 4.0 x 40/135 sterling balloon catheter was advanced over a non bsc guide wire. The balloon was inflated 4 times to 12 atms and ultimately ruptured on the fourth inflation, possibly 'due to calcification'. The procedure was completed with a different 4mm sterling balloon catheter. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).